Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Pump supplies were changed. Pump system check performed with tandem technical support, cause of occlusion could not be determined using current supplies. Blood glucose was 190 mg/dl. Reportedly, pump supplies were changed and customer resumed insulin delivery.